Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2012, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On an unknown date, follow-up imaging identified a suspected endoleak (type unknown) with an unknown amount of aneurysm enlargement. On (B)(6) 2018, imaging reportedly identified a type ii endoleak. On the same day, it was reported the trunk-ipsilateral leg component was relined with a contralateral leg component. It was reported the endoleak was resolved and the patient tolerated the procedure.